Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon burst occurred. The 75% stenosed target lesion was located in the moderately tortuous and non calcified proximal right coronary artery. A 3.25mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, first inflation was performed at 10atm for 20sec. However, it was noted that the balloon ruptured at 14atm for 20sec at second inflation. The procedure was completed with another non bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube and shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The returned device was attached to an encore inflation and subjected to positive pressure when a pinhole leak was identified in the shaft of the device 1085mm distal to the strain relief. Further microscopic analysis identified a puncture hole in the shaft polymer extrusion approximately 14mm proximal to the tip of the device. Using a blade, the shaft was dissected and the inner shaft removed; which identified a similar puncture hole in the inner shaft at the same location 14mm proximal to the tip. This type of damage is consistent with the guide wire puncturing the inner and outer shaft polymer extrusion. No issues were identified with the inner or outer shaft polymer extrusion that could contribute to the guidewire exiting through the inner or outer shaft. The balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The balloon could not be inflated due to the condition of the returned device. A pinhole leak was identified in the shaft of the device which prevented inflation of the balloon. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event description states that the flextome balloon catheter ruptured at 14atm and the dfu states: ¿rated burst pressure specification is 12atm. No part of the device shall burst below 12atm (atmospheres) at (B)(4) confidence/conformance level¿¿. (B)(4).

Event description:
It was reported that balloon burst occurred. The 75% stenosed target lesion was located in the moderately tortuous and non calcified proximal right coronary artery. A 3.25mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, first inflation was performed at 10atm for 20sec. However, it was noted that the balloon ruptured at 14atm for 20sec at second inflation. The procedure was completed with another non bsc device. No patient complications were reported.